Event description:
It was reported that the customer had an unresponsive keypad on the insulin pump. Customer stated that none of the buttons were working. Customer noticed this months ago when she was bolusing and the keys would stick. Customer was testing her blood glucose today and needed to take insulin, but nothing was happening. Customer stated that it jammed up and nothing worked. Customer even changed the batteries and still had no results. Customer's blood glucose level was 216 mg/dl. Customer had just been sleeping prior to the keypad issues. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to moisture damage to the keypad traces.